Event description:
Litigation papers allege the patient experienced side-effect from the device such as pain, swelling, inflammation, metallosis, infection, damage to surrounding bones and tissues, problems walking, and increased need for revision surgery to remove and replace the device. Patient is a resident of (B)(6). Update: (B)(6) 2012 - the sales rep has reported the revision surgery for the left side. Patient was revised to address acetabular cup loosening with macro motion. Dor: (B)(6) 2012. Update: ((B)(6) 2012) - patient fact sheet was received. The part/lot numbers and doi for the right side have been updated. There is no new information that would change the outcome of the investigation. Doi: (B)(6) 2007.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-06854. This report, 1818910-2012-42968, will be rejected. 1818910-2012-06854 will be kept for investigation purposes.